Manufacturer narrative:
Product event summary: the full lead was returned, analyzed outer insulation of the lead was extrinsically breached due to a tear. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress and the overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. Lead returned with attempted implant damage.

Event description:
It was reported that during the implant attempt the right ventricular (rv) lead insulation was damaged. The lead was removed and was replaced with a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).